Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room approximately eleven days post device upgrade after the pocket incision site was caught on the patient¿s shirt and the incision scab tore open and the wound dehisced. The site was bandaged and sterilized strips applied. The patient was discharged to home. The patient returned two days later due to fever, chills, and erythema. The patient was treated with intravenous antibiotics, sent home and instructed to return for additional antibiotics approximately 12 hours later. At the return visit, the infection had progressed and the patient was admitted. An incision and drainage was performed and it was noted that the infection had extended to the pacemaker. A chest x-ray was taken and showed subcutaneous gas at the inferior left pectoral location and noted the device was externalized. A transthoracic echocardiogram noted hyperdynamic function with left ventricular ejection fraction of 71%. A wound culture was taken and grew gram (B)(6) cocci and the organism was identified as (B)(6). A peripherally inserted central catheter line was placed and antibiotics continued. The patient was then transferred to a different healthcare facility. Blood cultures were taken and were negative. The device system was explanted, temporary pacing was utilized and a new permanent system was implanted three days later on the contralateral side. No further patient complications have been reported as a result of this event.